Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision due to loosening caused by a distal femur bone fracture.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the event. The initial report was submitted in error and should be voided.